Manufacturer narrative:
(Device manufactured date) has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. The sensor plug was returned and properly seated in the mount. Removed sensor plug and inspected plug assembly, no issues were observed. Data was extracted from the returned sensor using approved software. Sensor was found to be in state 6 (indicating abnormal termination). The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has also bee performed. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. No malfunction or product deficiency was identified. No further investigation is required.

Event description:
A customer reported receiving higher readings on his adc freestyle libre sensor when compared to a healthcare professional meter. A high sensor reading was received on (B)(6) 2019, and the customer experienced ¿dizziness and confusing¿ and was incapable of self-treating. The customer had contact with a healthcare professional and a reading of 40 mg/dl was obtained on the hcp device and a reading of 501 mg/dl was received on the sensor. The customer was treated with ¿glucose" intravenously and no further treatment information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving higher readings on his adc freestyle libre sensor when compared to a healthcare professional meter. A high sensor reading was received on (B)(6) 2019, and the customer experienced ¿dizziness and confusing¿ and was incapable of self-treating. The customer had contact with a healthcare professional and a reading of 40 mg/dl was obtained on the hcp device and a reading of 501 mg/dl was received on the sensor. The customer was treated with ¿glucose" intravenously and no further treatment information was reported. There was no report of death or permanent injury associated with this event.